Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
This is 1 of 1 reports being filed for this facility.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the irrigation line, did not meet product specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The handpiece to meet product specifications as related to the reported event. Therefore, the customer reported event could not be confirmed. Unrelated to the reported event, the irrigation line did not meet product flow rate specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications as related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no backflush with the handpiece. Patient involvement and event details are unknown. Additional information has been requested. This is 1 of 3 reports being filed for this facility.